Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. The customer conducted troubleshooting with technical support over the phone. Technical support reviewed the event logs with the customer and did not find any proximal line alarms in the logs when the device was last in use on a patient. Technical support had the customer verify the operation of the proximal pressure line disconnect alarm, and advised the customer to perform a full performance verification testing (pvt) sequence on the device. During follow up, the customer reported that there were no issues found with the ventilator.

Event description:
It was reported that a v60 ventilator experienced a problem with the proximal line. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.